Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had defective air/water supply. The device was returned to olympus. Upon evaluation, it was found that foreign material came out of the nozzle. This report is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
Upon follow up, the customer reported that the event date was two days before shipping for repair. However, the exact event date was not provided. The customer provided details on cleaning, disinfection, and sterilization (cds) process followed onsite. The customer cleaned, disinfected, and sterilized the device before it was sent to olympus. There were no abnormalities in the accessories used for reprocessing. The customer presoaked the endoscope in the detergent solution. The customer wiped/brushed the air/water nozzle with clean lint-free cloths, brushes, or sponges. The customer flushed the air/water nozzle / channel with the detergent solution. The returned device was evaluated and customer allegation of defective air/water supply was confirmed. Due to clogging of nozzle, air supply volume and water supply volume does not meet the standard value. There were few additional findings during device evaluation. Due to wear of angle wire, bending angle in upward direction does not meet the standard value and the play of up/down knob is out of the standard value. Adhesive on bending section cover had a crack and white clouded area. Due to clogging of nozzle, water removal ability does not meet the standard value. Adhesives around objective lens and light guide lens had white-clouded area. Connecting tube had a scratch.. The investigation is ongoing. A supplemental report will be submitted on completion of investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign object could not be identified. It was unclear whether the reprocessing was performed according to the instructions for use (IFU). It was confirmed that there was no deformation in the area where foreign matter remained. The detection method is described in chapter 3 preparation and inspection of the instruction manual gif/cf/pcf-290 series operation edition. Instruction manual gif/cf/pcf-290 series cleaning/disinfection/sterilization chapter 5 preventive measures are described in the reprocessing of endoscopes (and accessories that are reprocessed together). Olympus will continue to monitor field performance for this device.